Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 20 x 2.50 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: p select ous mr 20 x 2.50mm stent delivery system (sds),was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 20 x 2.50 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.